Event description:
It was reported that during a coronary stent procedure, the nc monorail was being used for post dilatation and became stuck. After several attempts to remove the catheter, it broke and a segment remained in the patient. The patient was stable at the time of the initial report, however, was subsequently transferred to another facility where patient died. The date and cause of death are unknown. The physician indicated that he did not believe the patient's death was related to the product.

Event description:
It was further reported that there was 95-99% stenosis in the mid-distal and 70% stenosis in proximal rca, which was described as tortous. The mid-distal rca was pre-dilated with a maverick catheter and a long spiral dissection was noted. The physician estimates the area of dissection was approx 8 cm in length. He deployed 5-6 stents to the area to control the dissection, but believes there was in between the stents that was "pinched off" or underdeployed and there was residual dissection in that area. He then used an nc monorail in that area and inflated it to 15 atms for 30 secs and noted marginal improvement, but was then unable to remove it. He tried various maneuvers, including inflating and deflating to retrieve the catheter. He believes that he "aggressively pulled" the catheter to try to remove it and the catheter broke. The pt developed chest pain following the dissection, but was stable throughout the rest of the procedure and went to surgery in about 1 hour. The pt was stable immediately post-op, but later that day developed atrial fibrillation, then ventricular fibrillation. She was resuscitated several times and was placed on extra-corporeal membrane oxygenation. She was transferred to another facility where she died about 1 week later due to rv infarction. The physician did not believe there was device failure. He believes that this was an unusual situation and probably would have happened with any balloon. Same case as MFR #: 6000093-2002-00042

Event description:
It was further reported that there was 95-99% stenosis in the mid-distal and 70% stenosis in proximal rca, which was described as tortuous. The mid-distal rca was pre-dilated with a maverick catheter and a long spiral dissection was noted. The physician estimates the area of dissection was approx 8 cm in length. He deployed 5-6 stents to the area to control the dissection, but believes there was an area in between the stents that was "pinched off" or underdeployed and there was residual dissection in that area. He then used an nc monorail improvement, but was then unable to remove it. He tried various maneuvers, including inflating and deflating to retrieve the catheter. He belives that the catheter caught behind one of the stent struts. He indicated that the "aggresively pulled" the catheter to try to remove it and the catheter broke. The pt developed chest pain following the dissection, but was stable throughout the rest of the procedure and went to surgery in about 1 hour. The pt was stable immediately post-op, but later that day developed atrial fibrillation. Then ventricular fibrillation. She was resusciatated several times and was placed on extra-corporeal membrane oxygenation. She was transferred to another facility where she died about 1 week later due to rv infarction. The physician did not believe there was device failure. He belives that this was unusual situation and probably would have happened with any balloon. Same case as MFR #: 6000093-2002-00042